Event description:
It was reported that multiple alarms were triggered during infusion procedures, including motor stop, motor fail, and reverse clutch. Additionally, the syringe was reported as empty at the beginning of each infusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that multiple alarms were triggered during infusion procedures, including motor stop, motor fail, and reverse clutch. Additionally, the syringe was reported as empty at the beginning of each infusion. Review of service history found no additional service records. Review of event log confirmed motor rate error and check clutch / plunger lever. Visual and functional testing was performed. Internal visual inspection showed worn drivetrain parts, probable cause due to normal wear. Parts replaced included motor, leadscrew, worm coupling, worm gear, clutches, and bearing set. Device was recalibrated and functional testing was performed to verify all errors resolved.